Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's spouse contacted emergency services again due to the patient being unresponsive and exhibiting profuse sweating. At the time, the egv on the mobile device ranged between 50¿103 mg/dl, and no fingerstick blood glucose had been performed. The spouse attempted to administer apple juice orally in between calling the emergency medical services (ems;) however, the effort was unsuccessful due to the patient's unresponsiveness. Upon arrival, ems conducted a blood glucose test which showed a reading of approximately 20 mg/dl. The spouse did not check the cgm at that time. The patient could not recall if there was a treatment or medication provided to her by the paramedics. At the emergency room (ER), the patient¿s blood glucose was assessed, but the spouse could not recall the specific value. The cgm reading was also unknown. The patient was administered similar interventions as before, including orange juice jelly and a cheese sandwich. The last recorded blood glucose reading was 187 mg/dl, while the cgm showed 222 mg/dl at that time. Due to the discrepancy and ongoing concerns, the decision was made to remove the sensor. The patient was discharged within the same day, having stayed less than 24 hours, and was reported to be feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The last recorded blood glucose readings fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.